Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide of a fuhrman pleural/pneumopericardial drainage set unraveled. The device was required for use as a pleural drain. The wire was introduced through a "vein cannula" instead of a puncture needle as this is "more atraumatic". When the wire was removed, unraveling was observed. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported that the wire guide of a fuhrman pleural/pneumopericardial drainage set unraveled. The device was required for use as a pleural drain. The wire was introduced through a "vein cannula" instead of a puncture needle as this is "more atraumatic". When the wire was removed, unraveling was observed. No adverse effects have been reported. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used and damaged wire guide was returned to cook for evaluation. Upon visual inspection, the wire guide began unraveling from the solder joint. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one relevant non-conformance for offset coils. All nonconforming devices have been scrapped and inspected 100% prior to further production. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of the device master record, device history record, and device failure analysis suggests there is no indication of the complaint device manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ppd_rev4] ¿fuhrman pleural/pneumopericardial drainage set,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use -remove the needle, leaving the wire guide in place, then dilate with the supplied dilator to facilitate catheter introduction. -introduce the catheter over the wire guide. Note: the wire guide should always extend past the catheter tip. -advance the catheter into position. Remove the wire guide and attach the multipurpose adapter to the catheter.¿ based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be unintended use error. The customer stated the wire guide unraveled and mentioned withdrawing the wire guide through the needle. It¿s possible that as the wire guide was being removed, it became caught on the tip of the needle resulting in the damage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was provided on 24jan2024. The cook sales representative indicated that he was not aware of any manipulation of the wire. The wire was pulled back through a needle, but the needle is no longer there. No portion of the wire guide separated in the patient. The clinician was able to pull the wire out in one piece, and it was still largely connected, but "dissolved in the process."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.